Manufacturer narrative:
The field service representative (fsr) inspected the module, performed troubleshooting including replacement of the fitting kit, trigger_pre-trigger (rohs) (7-77664-02) and decontaminated the instrument surface. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The fitting kit, trigger_pre-trigger (rohs) (7-77664-02) was determined the likely cause of the result issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr processing module and the fitting kit, trigger _pre-trigger (rohs) (7-77664-02) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial # (B)(6) or the fitting kit, trigger _pre-trigger (rohs) (7-77664-02) was identified.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The result was not reported out. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial result = 838.9 miu/ml new sample processed on (B)(6) 2024 sid (B)(6) same patient = <1.2 miu/ml sid (B)(6) primary and secondary tube repeated on (B)(6) 2024 = <1.2 miu/ml for both tubes. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6) and (B)(6).

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The result was not reported out. The following data was provided: sid (B)(6) processed on (B)(6)2024 initial result = 838.9 miu/ml new sample processed on (B)(6) 2024 sid (B)(6) same patient = <1.2 miu/ml sid (B)(6) primary and secondary tube repeated on (B)(6)2024 = <1.2 miu/ml for both tubes. No impact to patient management was reported.